Event description:
It was reported that the customer received an alarm. Customer stated the insulin was squirting out during the manual prime process. During the troubleshooting customer stated the drive support cap was sticking out. The blood glucose reading was 249mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.